Manufacturer narrative:
The pump was not returned for investigation. The data logs confirmed the complaint. The cause of the positioning issue and pump suction could not be determined due to insufficient clinical details. The root cause of the suction was most likely related to the patient's condition, as the patient had mitral regurgitation and the mitral valve leaflets also may have been interfering with the pump. The device passed all post sterile inspection criteria.

Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced suction. The pump's p level was reduced without resolution. The patient was given volume and the pump was repositioned many times without resolution. The pump was removed and inspected for a clot, but none was observed. No other impella cp pumps were available for use so the same impella cp was readvanced. Upon restart, the suction events occurred at all p levels. An ultrasound showed that the patient's mitral valve leaflet was near the inlet chamber, possibly resulting in suction events. Later, the patient was successfully weaned from the pump and survived.